Event description:
The facility eye partners empolyee held a full bemis 1qt phlebotomy container where a needle punctured through the bottom corner of the container and left exposed. One of the empolyee suffered a sharps injury as a result.

Manufacturer narrative:
Bemis manufacturing company received photos of the 1-quart phlebotomy container that showed a needle puncture through the bottom corner wall of the container. Quality manager at bemis consulted with eye partner for additional details. Based on the information provided, the container did not appear to be damaged prior to use or after being filled, and there is no indication that it was dropped. The container was filled beyond the designated fill line. The manufacturer reviewed the device history record (DHR) for the reported lot and found no deviations or nonconformances. Additionally, inventory from multiple lots both before and after the reported lot was contained for evaluation. Testing of sampled 1-quart sharps containers from inventory showed that both average and minimum puncture force exceeded the requirements specified in iso 23907. Product made in march of 2025 were sampled and reviewed for wall thickness. All product sampled passed wall thickness specification.